Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, approximately 1.5 hours after the sensor failure, the patient began experiencing feelings of sluggishness. A fingerstick blood glucose (bg) measurement indicated a level of approximately 400 mg/dl. Insulin was administered manually via the patient¿s pump; however, bg levels did not decrease. The patient¿s mother subsequently transported the patient to the hospital. Upon evaluation at the hospital, a fingerstick bg reading was 457 mg/dl. The patient was also reported to have elevated ketone levels; however, specific values were not provided. The patient received intravenous fluids and insulin for treatment. The patient was discharged from the hospital between 6:00 pm and 6:30 pm the same day. At the time of follow-up, the patient reported feeling improved, though still somewhat sluggish. The bg level was reported as 180 mg/dl at that time. At the time of the report, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.